Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales consultant. A device history record (DHR) review was conducted: part number: 03.130.010; synthes lot number: h410233; supplier lot number: n/a; release to warehouse date: 03nov2017; expiration date: n/a. Manufactured by synthes (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that stardrive screwdriver shaft seems to be worn out. There was no patient involvement reported. No further information is available. This report is for one (1) stardrive screwdriver shaft/t4 50mm/self-retaining/hxc. This is report 1 of 1 for complaint (B)(4).